Manufacturer narrative:
Product complaint # ==> pc-(B)(6). Investigation summary ==> examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 8 rp articulating surface nub has broken off and needs to be replaced. No surgical delay.